Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the avea ventilator experienced the o2 was not reading correctly, to resolve the issue the tech changed the cable and resulted to vent inop. There was no patient involvement.

Manufacturer narrative:
Result of investigation: vyaire medical's field service representative was able to confirm the customer's reported issue of "vent inop". Replaced gde (gas delivery engine). Ran est (extended systems test) and completed the performance check. The avea ventilator passed all tests and runs according to OEM (original equipment manager) specifications.